Manufacturer narrative:
Combination product: yes. The complaint instrument was not returned for analysis. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the returned angiographic material was reviewed. Review of the product release documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. The angiographic films of the procedure show the pre-dilatation of the lesion as well as the implantation and post-dilatation of the complaint stent. After implantation of the stent and distal post-dilatation no deformation on the proximal end of the stent is visible. After repositioning the guidewire in the lad, a different balloon is inserted, and a deformation of the proximal end of the balloon is visible. Two films are missing between the undeformed and the deformed state. The complaint event is not visible. The deformed part of the stent was adapted to the vessel. A deformation and a very slight shortening of the stent could be confirmed. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a mildly calcified lesion (90 percent stenosis degree) in a mildly tortuous mid lad. After stenting and post-dilatation of the distal stent segment a deformation of the proximal stent was noticed. The stent seemed mildly shortened.